Event description:
The pt had 'perfect' stimulation during the trial, but after long term implant, therapy was not effective. The pt had to turn stimulation up so high he felt shocked. The implantable neurostimulator was reprogrammed several times. The pt had surgery in 2000 to remove scar tissue and adjust the lead in an attempt to make stimulation more effective. The device was reprogrammed again multiple times but stimulation therapy was never in the right area and had to be set too high. The hcp determined the lead was broken. It was replaced one month later. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Device analysis revealed that the #4 connector wire was broken at the connector weld.